Event description:
The patient had revision surgery and good faith attempts have been made for the explanted product return and additional information and thus far the product has not been returned and no further information attained.

Event description:
It was reported that a vns patient would be having a complete replacement of his vns system on (B)(6) 2012. The patient had fallen and fractured a lead wire. Good faith attempts are underway for further details about the reported event.

Event description:
The lead assembly was returned for analysis. Note that since a significant portion of the lead (including the lead's electrodes) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Three sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. The lead assembly has remnants of what appears to be dry body fluids on the lead coils at the connector boots. No obvious point of entrance was noted other than the cut ends of the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. The pulse generator was returned and analysis completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.